Event description:
It was reported that during a stenting treatment procedure, stent migration occurred. The 75% stenosed, de novo target lesion was located in the mildly tortuous and mildly calcified saphenous vein graft (svg). First, an omega stent was placed in the right coronary artery (rca). Next, a 28x4.5mm omega stent delivery system (sds) was advanced and the stent was deployed at 11atms. Post dilatation was performed to fully deploy the stent. After post dilatation, contrast was injected to observe the stent placement and it was noted that the stent had moved distally. The stent covered the lesion and no additional treatment was needed. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).